Manufacturer narrative:
Corrected data: h3- device evaluation- "moisture on the lens" should be removed from the previous MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b3: incident date: on (B)(6) 2019. B5: the reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -7.50 diopter; into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. D6- implant date should be on (B)(6) 2018. D7- explant date should be on (B)(6) 2019. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -7.50 diopter into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.